Event description:
While placing foldable lens in pt's eye, the lens ripped in half. This occurred multiple times with lens ranging in size from 19.0 to 21.0 diopter. No harm to pts. Lens returned to MFR via sales rep.